Event description:
Pt had cooline catheter placed on (B)(6) 2012. On (B)(6) 2012, alarm for air in line was noted. Fluid was escaping from catheter. Line was removed and catheter was noted to be leaking at the end of the catheter when we hooked it back up to the cooling unit.